Event description:
Caller states that during a correlation study the coaguchek xs system produced a result of 6.7 inr and a comparison lab returned as 9.9 inr. No treatment information provided. No adverse event reported. Requested return of suspect device, however, strips are unavailable for return.